Manufacturer narrative:
The history log for this device showed the pad-pak was first installed on (B)(6) 2012 with the user manually power cycling the device. There were no further history log entries until (B)(6) 2013 which would suggest the device has been stored without a pad-pak installed. There were no further log entries recorded until (B)(6) 2013 which would suggest the pad-pak had been removed and reinstalled on this date. Multiple manual power ups mainly of ten minutes duration were recorded between (B)(6) 2014 and the final history log entry on (B)(6) 2014. The pad-pak became depleted during this time. The returned pad-pak was installed, there was no status led present, which confirmed the reported fault. The device failed to power on. A test pad-pak was inserted and powered up, the device displayed a flashing green status led. The device then failed to power off via the on/off button, which would indicate a fault. The device successfully delivered test therapy and the device delivered a test shock without fault. An acceptable measurement was recorded for the test shock. The device then failed to power off via the on/off button. Investigation found the fault can be attributed to corrosion on the membrane tail. Measurements taken would indicate a failure of the on/off circuitry and the membrane. Visual inspection indicated this was due to corrosion. This resulted in the device switching on automatically which eventually depleted the installed pad-pak and caused no status led to be present. The fault could not be replicated with a new membrane fitted and a fresh pad-pak installed.

Event description:
There was no patient involved in this event. This device malfunctioned because device has no status indicator.